Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose, which resulted in emergency medical services being dispatched to the customer¿s home. It was reported the customer had gone to bed and was being belligerent and resistant when wife was treating their low blood glucose. Blood glucose reading had lowered to 25 mg/dl. The customer was treated with glucose intake and a glucagon injection. Customer has been using insulin pump system within 48 hours of reported low blood glucose. The customer does not use sensors, so auto mode was not active. The pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).